Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative (rep) 2026-mar-12. They reported that steps taken to resolve the issue included that the device was removed, and the patient was placed on antibiotics. They reported that the issue had been resolved. The physician sent the device away to obtain a culture and continues to have possession of it.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had an infection. Caller reported the patient was complaining of pain and they had given them antibiotics and they were going to switch out the battery but when they opened up the pocket, it squirted everywhere and when the ins was pulled out of the pocket site, the entire lead, including the tines, came out with it. Caller stated this was odd since usually the lead is a struggle to remove. Caller did not know when the pain started for the patient. The caller was not with the patient at the time of the call. Caller stated devices were sent to pathology so they don't have them to return. Caller did not know patient's weight. Patient may be reimplanted at a later date depending on how the infection clears.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.